Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the customer was using a non-tandem charging cable the pump began to successfully charge using the same charging supplies. Customer's blood glucose level was not impacted.